Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure-1051" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. The customer removed and returned the suspect smart pneumatic module assembly. The reported malfunction was not replicated or confirmed. The smart pneumatic module assembly was scrapped. The customer received a replacement smart pneumatic module assembly. Analysis of reports of this type has not identified an increase in trend.